Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The patient will follow up with the clinic in three months to check the battery status. The device remains in use. No patient complications have been reported as a result of this event.